Manufacturer narrative:
The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Manufacturer narrative:
The meter was requested for investigation. Replacement product was sent. Initial reporter occupation is patient/consumer (patient's daughter) .

Event description:
There was an allegation of a display issue with the coaguchek xs meter. The initial reporter stated the meter's display was flickering. The reporter changed the meter's batteries, but had a hard time setting the meter because the screen was flickering. The reporter performed a display check and could see the 888, but the meter's display was still flickering and not solid. The reporter stated the meter had to be turned to the side to read the values in the meter's memory. The reporter confirmed the battery compartment was clean and dry. The reporter exchanged the meter's batteries with new batteries.